Manufacturer narrative:
Initial and final MDR 1881915 - MDR 3003442380-2024-06839 - device 1 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that eight infusion sets cannula were kinked causing blood glucose to be between 200-300 mg/dl. The symptoms were noticed three or more hours after insertion and was inserted in back hip area. The infusion set was in use for 3 hours. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.